Event description:
It was reported that patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) device due to recurring incontinence with sling device that was implanted 11 years ago. Unsure if sling is an ams device. Device remains implanted.

Event description:
It was reported that patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) device due to unknown issues with sling device that was implanted 11 years ago.